Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, calcification in the surface of the device, broken shell, missing piece of the shell, crease fold, black particles and opening. A microscopic analysis was performed which opening striated in the anterior and broken striated in the radius side and consist in the use of some surgical tool. Based on the device analysis the final assessment is: a striated opening on anterior side due to surgical damage. A striated broken on radius side due to surgical damage. Missing piece of the shell due to inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.